Event description:
It was reported that the patient had inappropriate shocks. The patient is in a madit tachycardia therapy study. The clinic will address the patient's system. There were no additional adverse patient effects. The system remains implanted.